Event description:
During the implant procedure, the helix of the right atrial (ra) lead was unable to be extended. A new ra lead was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
Correction: upon review, the right atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.